Manufacturer narrative:
(B)(4).

Event description:
A sentrant sheath was inserted as an accessory device for the endovascular treatment of a 56mm in diameter abdominal aortic aneurysm. The proximal aortic neck measure 19mm in diameter and 20m in length. It was reported that during the index procedure, the sentrant sheath was stripping catheters and other smaller guide catheter sheaths that were passed through the device and made any torqueing of the inner catheters impossible. It was also reported that the sentrant sheath had too much hydrophilic coating to hold position in the vessel. A single silk suture was used to help hold position. No difficulty was noted inserting the dilator into the introducer sheath. The physician indicated that it was difficult to pass or manipulate the catheter once inside the sheath. When withdrawn, the catheter appeared to have been physically compressed. The physician successfully completed the case. No clinical sequelae were reported and the patient is fine.